Event description:
Per the clinic, the patient device was extruded posterior over the actuator due to poor tissue circulation, opposite side from the incision. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.